Manufacturer narrative:
According to the complainant the device will not be returned for investigation. We are unable to determine if any product condition could have contributed to the reported hospitalization and diabetic ketoacidosis. No lot release records were reviewed, as the product lot number was not provided.

Event description:
It was reported that the patient had been hospitalized with diabetic ketoacidosis (dka). The patient's blood glucose levels reached 250 mg/dl while wearing the pod. Symptoms reported include hyperglycemia and dehydration. The patients parent administered a bolus in which had not decreased the patients blood glucose level. Once at the hospital the patient was given intravenous fluids and an insulin drip. The patients personal diabetes manager (pdm) settings were changed from 1 unit to 15 carbs to 1 unit to 20 carbs. The patient was released from the hospital after 2-3 days.